Manufacturer narrative:
(B)(4). Concomitant medical products: 183422 - vngd cr tib brg - 358120. 141221 - biomet cc I-beam tray - 048610. No devices or photographs were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02667.

Event description:
It was reported the patient underwent right knee revision approximately 10 years post implantation due to instability. The poly bearing was removed and replaced. Additionally, the patient's patella was resurfaced and a patella was implanted.